Manufacturer narrative:
Corrected data - serial # (B)(4) was entered incorrectly. (B)(6). All pertinent information available to abbott medical optics has been provided. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with large epithelial defect in left eye five days after treatment. Patient lost contact lens at some point in the week and had not noticed. Patient reported that he used tap water multiple times in left eye to rinse. It was stated that the patient had blurry vision and pain. He also presented with loss of best corrected visual acuity (bcva). Right eye bcva pre op 20/20 post op 20/20. Left eye bcva pre op 20/30 post op 20/40.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.